Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft and endoanchors were implanted in patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. The endoanchors were implanted for the prevention of neck dilation. No type ia endoleak was noted after implantation of the last endoanchor. It was reported that an unknown endoleak was identified at the end of the procedure. Approximately three weeks post the index procedure the endoleak was confirmed as a type ia endoleak on CT after the patient presented emergently with increasing back and chest pain. The aneurysm was shown to be 60mm and the patient underwent an intervention procedure using coils and onxy to resolve the endoleak. The event was assessed by the investigator to be related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.